Manufacturer narrative:
Device not returned

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 319 mg/dl.